Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k340 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k340 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Cent chamber) and centrifuge leak/break. No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the centrifuge bowl leak as blood splatter is visible on the centrifuge chamber walls. Evaluation of the provided photographs show the centrifuge bowl intact and still locked into the bowl holder. The drive tube component is secured into its drive tube retainer clips, and there is no visible damage. The exact location of the leak could not be determined based on the photographs provided. A material trace of the drive tube and centrifuge bowl used to manufacture lot k340 showed no non-conformances. A device history record review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot had passed all lot release testing. The cause of the reported alarm #7: blood leak? (Centrifuge chamber) was most likely due to the centrifuge bowl leak. The root cause of the centrifuge bowl leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during and extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #7: blood leak? (Centrifuge chamber) during the procedure. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for investigation.